Event description:
It was reported that post operatively the patient began to cough which caused an right atrial (ra) lead perforation and effusion. It was further reported that the ra lead exhibited no capture, high threshold, low impedance and variable p waves. The ra lead was reprogrammed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.